Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site to remove the device and complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
6/24/1998-supplemental report #1 sent to FDA. Medwatch report rec'd from user facility.